Manufacturer narrative:
A visual and dimensional inspection was performed on the returned device which identified the shaft was stretched. The reported failure to advance could not be evaluated as the exact anatomical conditions encountered by the device used during the procedure could not be replicated in the test laboratory. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported failure to advance appears to be related to circumstances of the procedure, as it is likely that the device interacted with the mildly tortuous lesion during advancement, as resistance was reported, which contributed to the reported failure to advance and observed material deformation (flared strut). Manipulation of the device during retraction likely contributed to the observed stretched inner/outer member. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure was to treat a lesion in the mid left anterior descending (lad) artery with mild tortuosity. The 3.0x28mm xience skypoint stent delivery system (sds) met resistance during advancement and failed to cross the lesion due to the anatomy. There was no resistance during removal. There were no other device issues such as shaft separation or stent dislodgement. There was no adverse patient effect. There was no clinically significant delay in the procedure. No additional information was provided. Returned device analysis identified a stretched shaft.